Event description:
It was reported that a clearlink paclitaxel set was leaking. One hour into infusion, the set was dripping from the bottom of the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.